Manufacturer narrative:
When nakanishi contacted the dentist for detailed information on september 15, 2017, the dentist refused to provide information about the patient's identifier and weight.

Event description:
On (B)(6) 2017, nakanishi received a phone call from a distributor that an nsk dental handpiece had overheated and burned two patients. Upon receipt of the information, nakanishi contacted the dentist to obtain detailed information. Nakanishi is submitting two separate MDR's based on this communication. The information nakanishi received from the dentist about the second patient is as follows. The event occurred on (B)(6) 2017. The dentist was removing a crown from a tooth #6 of the patient's upper right jaw using the handpiece z95l (serial no. (B)(4)). The patient was not anesthetized. During the procedure, the patient complained about the handpiece overheating. The dentist was made aware of a burn injury about the size of the tip of the pinky finger on the upper right corner of the patient's mouth. The dentist applied an ointment to the wound after disinfection, and determined that no medical intervention was necessary.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 14 seconds after the start are as follows: test point (1): 73.7 degrees c, test point (2): 104.1 degrees c, test point (3): 48.2 degrees c, test point (4): 30.4 degrees c. The rise in temperature was so sudden that the test was concluded 14 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the cartridge rear side was broken. There was debris on the inside parts. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #(B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearings due to the ingress of undesirable materials into the bearing. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance, as instructed in the operation manual.